Manufacturer narrative:
(B) (4). The ge service rep monitor fuses were blown out so he replaced the fuses. The system operates as intended.

Event description:
The customer reported that there was no image on the monitors. No patient injury was reported.